Manufacturer narrative:
Other device used: catalog #00875801128, trilogy crosslinked liner, lot #61609237. Catalog #00875705402, continuum shell, lot #62343832. Catalog #00784301326, versys full coat stem, lot #07888693. Catalog #0080180814, versys femoral head, lot #62435554 - manufactured by zimmer (B)(4). No devices or photos were received since the devices still remain implanted; therefore the condition of the components is unknown. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Product history search revealed no additional complaints against the related part and lot combinations. Patient activity level and adherence to rehabilitation protocol is unknown. A definite root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Other device used: catalog #unknown zimmer liner, lot #unknown. Catalog #unknown femoral head, lot #unknown. Catalog #unk, unknown continuum shell, lot #unk implanted. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is continuing to experience pain after surgery.